Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a port placement procedure using a powerport device. It was reported that the port had been implanted several years earlier and subsequently experienced clotting issues, which required the use of clot-dissolving medication to clear the catheter. Later, the port became infected with methicillin-resistant staphylococcus aureus (mrsa) and was removed. Reportedly, a new port was placed. The patient's current status is unknown.